Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
During a tibial nail procedure, surgeon was repositioning a screw and the shaft of the stardrive screwdriver (03.010.107) broke off from the handle. The broken fragment was retrieved. Surgeon used another screwdriver to complete the procedure with no further problems and no harm to the patient. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation stated that the shaft broke where the pin goes through the handle and shaft. The shaft is broken on either side of the pin hole at the point where the shaft is the thinnest between the od of the shaft and ID of the hole. The fracture surfaces are uniform with no indication of material anomalies. The stardrive tips are slightly worn but have no visible damage. The returned device was manufactured in june 2004 and is over 8 years old. The design has been evaluated and has been determined to be acceptable for the intended use. The materials are appropriate for this type and therefore the complaint is invalid.